Manufacturer narrative:
Qn#(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: it was reported that four attempts to insert the catheter were made, the balloon burst three times. The first time the balloon was inflated with 10 ml of sterile water. The second and third times, the balloon was inflated with 8ml. Finally the balloon was inflated with only 6ml. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). Device history record batch card for the complaint lots were reviewed, and passed the qa inspection. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
Alleged event: it was reported that four attempts to insert the catheter were made, the balloon burst three times. The first time the balloon was inflated with 10 ml of sterile water. The second and third times, the balloon was inflated with 8ml. Finally the balloon was inflated with only 6ml. The patient's condition was reported as unknown.